Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) touchscreen was not calibrating. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d8. It was reported that during pm performed by getinge field rep, the cardiosave intra-aortic balloon pump (iabp) touchscreen not calibrating. Attempted multiple times and unit continued to fail. Replaced touchscreen and was able to performed a calibration with no failures. All functional and safety test performed. Unit returned to customer.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h11(investigation conclusions). During pm performed by getinge field rep, the cardiosave intra-aortic balloon pump (iabp) touchscreen not calibrating. Attempted multiple times and unit continued to fail. Replaced touchscreen and was able to performed a calibration with no failures. All functional and safety test performed. Unit returned to customer. There was no patient involved. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne the failure analysis and testing dept. Received touch screen with a reported unit failure of touch screen not calibrating. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed touch screen into the cardiosave test fixture and tested the touch screen to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the touch screen calibration. The fat dept. Observed that the touch screen could not be calibrated. The fat dept. Confirmed the complaint of the touch screen not calibrating. The touch screen failed testing. Retaining the touch screen in the fat dept. Per procedure the most probable root cause for the reported is component reliability.

Event description:
N/a.